Event description:
Received notice from user facility that pt had high fever twice during treatment. The user facility reported (B)(6) was present on the product used as well as an unused product at pt's home. According to user facility the pt was successfully treated with ceftiaxone. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and revaluated, the MFR will file a f/u report detailing the results of the eval.